Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received the failed battery test, off no power alarm and low battery alarm. The customer's blood glucose level was unknown. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no failed battery test alarm and no unexpected battery power loss anomaly noted during test. (B)(4).